Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bleeding while using the foley catheter and still had bleeding when they tried intermittent self-catheterization. Per additional information received via follow up on 07jan2022, stated that the patient went to the urologist clinic about the discomfort and bleeding, but they did not remember whether any medications were prescribed because the patient was on so many medications already. Also stated that the patient did not have any other issues recently.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be over gauging causing outside diameter too large and may leads to bleeding in patients. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced bleeding while using the foley catheter and still had bleeding when they tried intermittent self-catheterization. Per additional information received via follow up on 07jan2022, stated that the patient went to the urologist clinic about the discomfort and bleeding, but they did not remember whether any medications were prescribed because the patient was on so many medications already. Also stated that the patient did not have any other issues recently.